Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. The right ventricular (rv) lead also exhibited possible undersensing on stored electrograms (egm). The implantable pulse generator (ipg), right atrial (ra) and rv lead remains in use. No further patient complications have been reported as a result of this event.